Event description:
It was reported that the right ventricular (rv) lead was attempted and not implanted due to the patient's anatomy. The lead could not be advanced during implant due to tight access. There was difficulty removing the lead from the patient due to the tightness and the lead appeared somewhat kinked upon removal. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling as a result of pulling/ stretching/ overstress. Visual summary analysis of the lead indicated damage at implant, and indicated stretching. (B)(4).